Event description:
Per received report: the coil failed to detach despite several attempts. During retrieval, the coil stretched and unintentionally detached in the microcatheter. Both coil and microcatheter were successfully retrieved and the procedure was completed. Pt was doing fine per received update on (B)(6) 2011.

Manufacturer narrative:
Upon product's receipt, visual and functional evaluations were performed. The coil was not returned. The device positioning unit (dpu) passed electrical testing. The most likely root cause of the coil's non detachment followed by an unintended detachment inside the microcatheter during removal was due to the coil being temporarily captured by the melting detachment fiber. In addition, without the return of the complete detachment system, the sl-10 microcatheter, it cannot be determined if these components contributed to the complaint event. The mfg records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.